Event description:
There was no patient involved. Device displayed a red led and warning "battery low" prompt with pad-pak lot a2362 2020/10/01,

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The device was returned for the reported fault of ¿red status led, ¿warning, low battery¿ prompt with pad-pak lot a2362 (exp. 2020/10/01)¿. Information from the history log shows the device failed the weekly auto self-test on the (B)(6) 2017. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt and a flashing red status led as per the reported fault. The returned sam pad device performed to specification throughout testing at heartsine. The device current drain and battery monitoring circuitry were also verified during the investigation. Furthermore, the returned sam pad device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. The returned pad-pak (a1535 exp. Nov 2017) was not the same pad-pak that was quoted in the reported complaint, and the measurements taken from this pad-pak were consistent with an expiry of november 2017 and would not have caused the device to fail a self-test due to a low battery. Faults of this nature can occur due to incorrect installation of the pad-pak. The pad-pak quoted in the complaint was not returned for investigation. The customer was informed that if they had concerns regarding pad-pak (a2362) quoted in the reported complaint, that they should return this pad-pak for investigation. The returned device and pad-pak performed to specification throughout testing at heartsine. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 500p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Device displayed a red led and warning "battery low" prompt with pad-pak lot a2362 2020/10/01.